Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call of having sensor and transmitter issues. Transmitter was not staying changed and sensor had to be changed often. Customer's blood glucose was 190 mg/dl and 433 mg/dl. Customer reported that sensor cannula was bent. It was found that the wrong transmitter ID was programmed. Customer was assisted.